Manufacturer narrative:
Device disposed.

Event description:
It was reported the isleeve split. Post procedure, when the tavr procedure was complete, a long split was noted on the isleeve. One fold was completely open.